Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found evidence of wbc (white blood cell) bath overflow. Customer mentioned they replaced the waste pump tubing for calibration. The fse evaluated the waste tubing and found it to be very stiff. To resolve this issue the fse stretched out waste pump tubing, and reinstalled it to resolve the leak. Identified failure modes: the failure mode was identified as stiff waste pump tubing. The tubing was very stiff and needed to be stretched out to correct the wbc bath overflow. No erroneous results were generated in connection to the reported event. Upon recur, the failure mode identified will likely cause erroneous results for all cbc (complete blood count) and differential parameters due to improper dilution and/or mixing. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as about 25 ml of diluent fluid from the wbc (white blood cell) bath of the instrument. The leak was identified after the wbc bath filters were changed. The customer checked the filters and were installed correctly. The leak was not contained. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.